Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 during the operation of the locking compression plate-distal tibia (lcp-dt) that the screw broke. The carbide drill bit ø4 f/instr steel+ti was used to remove the broken screw. No fragment residue was left inside the patient¿s body. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown screw/unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.